Event description:
The hospital staff checked this h900, which was being used on a patient along with the c1, when an alarm went off after about 2 hours and 30 minutes of use. He noticed that the " limb connection status indicator" was green and the left "! Was blinking continuously. When he replaced the breathing circuit set, this disappeared. If the breathing circuit connection is bad, the "limb connection status indicator" should be orange or red in color. What could have been happening at this time?

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be user error. In consequence the breathing circuit was replaced. There was no reported patient or user harm.